Event description:
Additional information received from the consumer reported that the circumstances that led to the lead breaking in 2004 or 2005 was the method of installation provided limited flexibility in the leads.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, lot# j0455156v, implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: lead.

Event description:
The patient reported that their doctor didn't put their device in correctly so the leads broke. This issue occurred sometime in 2004 or 2005. Impedance measurements were taken on (B)(6) 2007. At this time the device showed impedances greater than 4,000 ohms, less than 15 ohms, "???" Impedance readings, and impedance readings in between. They had to have their device repaired. Medical records were obtained and a procedure was noted on (B)(6) 2007. The procedure was due to a malfunctioning dorsal column stimulator and a revision of the lead was performed. The patient was brought to the operating room and given general anesthesia. Using fluoroscopy the extension and lead were identified. The 0 electrode of the lead was at the top of the t8 vertebral level. The area around the connection of the lead to the extension was anesthetized and the skin was incised. The area was dissected, the anchor was externalized, and the sutures were removed. The lead was pulled out from the epidural space in an intact manner and was disconnected from the extension. A new lead was implanted. The patient was implanted for lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.